Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. Upon interrogation of the pulse generator, the left ventricular (lv) lead was found to have exhibited high capture threshold and the patient was experiencing diaphragmatic stimulation from the lv lead. Programming changes were unsuccessful as it resulted in diaphragmatic stimulation or loss of capture. The lv lead was programmed off on (B)(6) 2022. The patient was discharged in stable condition.